Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was performed on the reported lot with no deviations found.

Event description:
The customer reported to baxter an unknown quantity of basic solution sets in which the roller clamps on the tubing are upside down. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.